Event description:
Following a bronchoscopy procedure. The customer processed an olympus p40 non-video bronchoscope in the steris system 1. After the cycle was complete, cultures were taken of the scope. The suction port of the scope was found to be positive for methicillin-resistant staphylococcus aureus.